Event description:
Reportedly, issues occurred during interrogation of the ICD with two different programmers. It was reported that the inductive telemetry was blocked and that a threshold test could not be performed. The next follow-up will be performed on (B)(6) 2017.

Event description:
Reportedly, issues occurred during interrogation of the ICD with two different programmers. It was reported that the inductive telemetry was blocked and that a threshold test could not be performed. The next follow-up will be performed on (B)(6) 2017.